Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead oversensed myocardial noise resulting in numerous inappropriate shocks. Current impedance measurements were greater than 2,000 ohms and loss of capture (loc) was observed. A lead fracture was suspected but was not confirmed. Surgical intervention was performed and the pace/sense portion of this lead was capped and replaced. The shocking/high voltage portion of the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.